Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30554539m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred after pvi, when checked by acunav because blood pressure was dropped, pericardial effusion was accumulated. It was assumed to have occurred during rpv ablation because cf was strongly projected from the anterior wall of the rpv to the roof, and the physician also felt that there was a structure around it and that it was caught, but it was clearly unknown when the perforation occurred. Drainage was performed and the event resolved. After that, cti was ablated, and finally it was confirmed again that there was no pericardial effusion with acunav, and the procedure was completed. After drainage, both heart rate and blood pressure were stable. The absence of pericardial effusion was confirmed by acunav at the end of the procedure. The physician commented that the cf of stsf was strongly projected from the rpv anterior wall to the roof, and the physician also felt that there was a structure around it and that it was caught. Therefore, it is assumed that it occurred during rpv ablation. However, the exact timing of perforation was unknown. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. The physician inferred that cardiac tamponade occurred during rpv ablation because the contact force of stsf was high from the anterior wall of the rpv to the roof, and because there were structures around them that felt like they were being caught. However, it is not clear when the perforation occurred. Intervention was provided: -cardiac drainage was performed. Patient outcome of the adverse event: fully recovered. It was not reported extended hospitalization was required. A smartablate was used and servicing was not needed. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. It was not reported that inappropriate use was conducted without instructions for use (IFU). No error messages observed on biosense webster equipment during the procedure. High force is not MDR-reportable. However, since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.